Event description:
It was reported that the device frequently triggers a pressure alarm and does not always recognize the system. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The downstream occlusion (dso) sensor needed to be recalibrated. The dso sensor was recalibrated to address this issue.